Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the second eye. (B)(4).

Event description:
An ophthalmic surgeon reported that one year following bilateral cataract and intraocular lens (iol) implant procedures, the patient experienced discomfort due to lens flare and this affected the patient psychologically. The patient felt uncomfortable when people looked into the eyes, especially in the light areas. The iol was exchanged. There are two reports associated with this patient. This report is for the second eye. The alcon reference numbers are: (B)(4).